Event description:
(B)(4). Body aches, head aches, lethargic, constant diarrhea, yellow eyes, hair loss, total loss of sex drive, pain with intercourse, mood swings, depression, rashes, uncontrollable vomiting, back pain, kidney pain. Stomach pain, weak and breaking teeth, numbness in hands, arms, legs, feet. Swelling, joint pain. Tired all the time, but unable to sleep. Restless leg.